Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The root cause for the optical signal issue is due to a broken sensor face. The data logs support this root cause due to the placement signal going out right at activation of the pump and the 5s parameters are similar to that of a broken sensor face. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had a bipella cp-rp support in which there were two reported malfunctions. The placement signal was unreliable on the cp after insertion of the rp. The pump remained on while being monitored. Additionally, the team noted the first automated impella controller was replaced due to an optical sensor failure at the setup of the cp. The patient expired while on support.